Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving morphine 25mg/ml at 6.1 08mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. An alarm was occurring and telemetry had not yet been performed. The reporter was not able to confirm what alarm was occurring. The reporter received a voicemail from the healthcare provider and stated the message was the alarm was occurring every 2 hours. The reporter planned to call the healthcare provider back to collect more information. The reporter was not sure if the healthcare provider even managed the patient since the healthcare provider normally did not do pumps. Further information received the same day reported that the hcp reported the eos occurred (B)(6) 2015. The healthcare provider does not manage the patient but had read the pump and saw it was last filled (B)(6) 2015. There is an issue with the insurance so the patient could not get the pump replaced until (B)(6). The patient was coming in (B)(6) to have the pump turned off to stop the alarming and. The reporter will review managing the patient with oral meds as medically appropriate to avoid withdrawal. It was confirmed the patient was looking for a healthcare provider to manage and now replace the pump. There were no patient symptoms reported. The interventions regarding the end of service alarm, the cause of the alarm, physician programmer serial number and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.